Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the hospital for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was programmed to original settings and remained implanted.